Manufacturer narrative:
Device will not be returned as it remains in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Patient underwent a routine reverse total shoulder. Postop images showed a sliver of twisted metal.